Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Additional information has been requested but has not been received. If additional information is received, a supplemental report will be submitted. Csi ID: (B)(4).

Event description:
Upon initiation of the third treatment with the diamondback coronary orbital atherectomy device (oad), the user observed a high-pitched noise, and the device stopped spinning. The oad was removed. A perforation was identified in the right coronary artery (rca). A code was called, and a balloon pump was placed. A covered stent could not be deployed due to tortuous anatomy. As of (B)(6) 2022, the patient was stable.